Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 48mm abdominal aortic aneurysm. The endurant iis graft was being used as treatment for a anastomotic aneurysm with a proximal y-graft. It was reported during the index procedure, after the endurant graft was deployed in the target position, a residual type ia endoleak was confirmed on final angio. Touch up was performed which reduced the amount of the endoleak. Per the physician the cause of the type ia endoleak was anatomy related and commented that that severely tortuous and reverse taper shape which was too steep may have had an effect. No additional clinical sequelae were reported and the patient will be monitored.